Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned to the plant for evaluation; however, a picture of the sample was received. Visual inspection of the picture revealed that the luer was missing. The reported condition was confirmed. The root cause was determined to be an assembly step that was skipped while assembling the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the end of the tubing of a vented paclitaxel set had no connection site for a needle to infuse medication. There was no patient involvement, as the problem was observed prior to product use, therefore, no patient injury occurred.